Manufacturer narrative:
Functional testing confirms the check clutch plunger lever error was found during occlusion test. The cause of this event is the combination of lead screw and both clutch halves were found old, dirty, and worn out due to normal wear. As a result, the lead screw and both clutch hales were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number:((B)(4).

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a check clutch/ lever error. No adverse patient effects were reported by the customer.